Manufacturer narrative:
Philips has investigated this complaint. Customer reported that no x-ray intermittently. The philips engineer suggested service request, but the service request was not no approved by the customer. No further information regarding the reported issue as the customer declined the service request and no service has been provided from philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that x-ray was being generated intermittently. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.